Event description:
This catheter was a replacement for catheter 110-4bt lot number (MDR number 2023988-2004-00072) which on the third day was given error readings. The replacement catheter also gave error readings, which required a third catheter to be used. At this time it is known if patient injury has occurred. A telephone call was received from the reporter in july 2004 indicating no intervention was given to the patient based on the error readings, since the treating surgeon did not believe the readings was accurate besed on the patient condition. The reporter indicated the catheters were fragile and perhaps the insertion technique was the cause of the inaccurate readings.